Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: freestyle libre 2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On 07 may 2026, a healthcare professional reported that a patient using the pod in conjunction with a sensor developed erysipelas (a bacterial infection) at the pod cannula site. The pod was reportedly worn on the patient¿s thigh. The erysipelas reportedly developed one day after pod removal. No medical intervention was reported at the time of notification. No further follow-up information was available at the time of this report. A supplemental report will be submitted if additional relevant information becomes available.